Manufacturer narrative:
Device has not been received at time of this report. The investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: at pretest the cuff would not inflate. Device not used on a pt. No pt injury reported.